Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing. The controller event log files captured a backup battery fault alarms on 16oct2025 due to the backup battery not passing its load test. A driveline disconnect alarm was captured on (B)(6) 2025, which appeared consistent with the reported system controller exchange. The backup battery fault alarms did not prevent the controller from supporting the system as intended while the driveline was connected. No other notable events were observed within the log files. The heartmate 3 system controller (serial number (B)(6) was returned for analysis. The backup battery (serial number (B)(6) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended. The reported alarms were unable to be reproduced during testing. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. The IFU section 2, entitled ¿system operations¿ and the patient handbook section 2, entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and driveline disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm. The patient changed to their backup system controller prior to calling the ventricular assist device (vad) coordinators so troubleshooting was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.